Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported a central processing unit error that caused a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The complaint is not reportable because the clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Additional information was received that the failure was not confirmed and no parts were replaced. According to the service record, the equipment was checked and found to function within manufacturing specification. The reported complaint cannot be duplicated. The unit alarmed notifying the user of the reported condition.